Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during change out of the implantable pulse generator (ipg) due to normal battery depletion it was noted that the waveform of undersense was confirmed and the reason was unknown. The physician opted to use a new system than to continue with the one which had been placed, capped the pacing lead and replaced it and the new system was implanted on contralateral side. No patient complications have been reported as a result of this event.